Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an open circle showing on the insulin pump. The customer's blood glucose was high at the time of incident. The customer reported that the open circle affected bolus delivery due to customer did not think that they could bolus. The customer also reported that they had failed battery with few batteries. The customer declined to troubleshoot. The customer stated that they treated the high blood glucose with insulin. The insulin pump will not be returned for analysis.